Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) was shredding lifeband due to the damage on the cover was confirmed during the visual inspection. Upon visual inspection, a sharp semi-deep cut on the top cover near the left roller area, and a crack on the front cover at the front handle area were noted. A potential cause may be improper installation of the lifeband cover plate, which may not have been securely locked into the channel. The misaligned belt could have rubbed against or cut into the top cover during compression, potentially damaging the band. The damaged parts were replaced to address the observed physical damage. The archive data review showed no significant discrepancies. The autopulse platform passed the functional test without any fault or error. The platform was tested with the lrtf until the battery was discharged entirely, with no faults or errors detected. Following the service, the autopulse platform passed the run-in and final tests without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6) was shredding the lifeband during the resuscitation attempt. The customer stated that there was a jagged piece of plastic from the main board where the lifeband strap is retracted, and that this sharp plastic is cutting the lifeband during use in CPR. Additionally, the customer noted a crack on the handle and a broken part in the vent area. The customer was able to see the broken part through the vent grill. Manual CPR was performed for the rest of the call. No consequences or impacts on the patient.